Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and keypad overlay peeling. All buttons functioning properly no damage on the keypad assembly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back arrow button was unresponsive. The customer¿s blood glucose level was unknown. The customer stated that front display is peeling causing the back button to peel. The device will be returned for the analysis.